Manufacturer narrative:
(B)(4). Batch #: n/a. Investigation summary: per service manual operational and diagnostic analysis confirmed the power output fault and electrical safety test failure. The power supply was replaced as identified in the investigation to address the issue and the software was upgraded. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a service request a software update and operational check was needed. A power output fault found in log. There was an electrical safety test failure.